Event description:
It was reported that; dr. Was using the t handles on the shavers when they broke. This did not delay the surgery at all and all of the pieces were recovered. There was no adverse consequences to the patient. These t handles have been used 5-10 times each. The procedure was completed successfully and we had a few back up t handles to solve the problem.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A material analysis performed concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that; dr. Was using the t handles on the shavers when they broke. This did not delay the surgery at all and all of the pieces were recovered. There was no adverse consequences to the patient. These t handles have been used 5-10 times each. The procedure was completed successfully and we had a few back up t handles to solve the problem.